Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia (B)(6) 2016 to facilitate an abutment exchange. The implanted device remains. This report is filed april 25, 2016.

Manufacturer narrative:
This report is filed january 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, as well as pain and infection. Subsequently, the patient was prescribed oral antibiotics (date not reported). The implanted device remains.